Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure the pouch broke. It was not reported how the procedure was completed. There were no patient consequences reported.